Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos and 2 physical samples submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the samples. Analysis of the sample showed that no defects were found and samples all passed underwater functional leakage test. It was also found that the non-bd accessories were not connected correctly to the bd extension. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta wht 360deg tb 105cm leaked keeps turning askew on dr wolff line, causing leakage. At 2 different spacers the problem. 3rd spacer did it again. Risk to patient: medium.